Event description:
Temporary pacemaker attached to epicardial pacing wires found to be in asynchronous doo mode with atrial ma at 20 and ventricular ma at 25. Adjustments made in pacer settings to ddd (sensing) mode and both mas down to 10. Patient had underlying complete heart block with a heart rate of 40. Pacer replaced with a new unit. No injury to the patient. The pacer was examined to determine possible course of events. This pacer has an emergency asynch button on the front of the pacer that when pushed (whether pacer is locked or not) results in change of mode to doo with max outputs. A message appears to press the 'on' button to resume synchronous pacing mode but if not noticed, this message goes away after about 1 minute. Since this pacer did not have a protective cover on it, the asynch button was likely inadvertently pushed by a nurse (or possibly the patient since the pacer was at times within his reach). Pacer settings were not checked per standard. Follow up will be done with each rn by cardiac care unit clinical educator regarding standards of care and policies regarding patients with temporary pacemakers. Policy for using pacer will now mandate that the protective plastic cover always be in place on this model pacer to avoid inadvertent activation of the emergency button.